Event description:
Boston scientific received information that a health care provider (hcp) wanted an explanation as to how this patient's device could stay at a magnet rate of 90 paces per minute (ppm) and in a status of intensified follow-up (IFU) for over a year and a half. Boston scientific technical services (ts) explained to the hcp how the device manages longevity based upon changes in lead measurements. Ts discussed estimated longevity for this device is about six years and that the device should reach elective replacement time soon. Device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.